Manufacturer narrative:
On (B)(6) 2018 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On (B)(6) 2018 - the consumer claims to have received a burn and caused a blister while in use of the product. Medical attention was not received.